Manufacturer narrative:
Follow-up # 1 date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: a review of the pump¿s black box data showed frequent low battery warnings. The pump¿s electrical current draws were test and measured within specification. A power issue was not duplicated during testing. During visual inspection of the pump, it was observed that there was no damage found to the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery cap was damaged and there was a power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.